Event description:
A report was received that the patient will undergo a revision for unknown reason.

Event description:
A report was received that the patient will undergo a revision for unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8120-70, serial #: (B)(4), description:artisan surgical lead, 70cm.

Manufacturer narrative:
Additional information was received that there will be no further course of action.